Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: white balance not working, bad image quality, and printed circuit board failure which caused the reported issue. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the white balance was not functioning, and the colors were off. The event occurred during preparation for use, prior to a colonoscopy procedure. It was reported that the procedure was completed using similar device. Upon inspection and testing of the returned device, it was noted that no image was present. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Based upon the facts obtained from the investigation, the reported phenomena of "no image" and "white balance not working" could not be reproduced. The phenomenon of "the color of the image is bad" was confirmed, but the cause could not be further determined. The instructions for use state the following regarding the subject of "no image": "foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the video system center cannot communicate with the endoscope, stop using the endoscope and contact olympus.". Olympus will continue to monitor field performance for this device.